Event description:
It was reported that the device was leaking. No additional information.

Event description:
It was reported that the device was leaking. No additional information.

Manufacturer narrative:
Other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Damaged line cord, cracked tank cover and wear and tear damaged block assembly. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device leaked from the reservoir. The root cause of the reported issue was found to be the tank cover had cracks in all four corners due to customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional info received via email 23-nov-2022. Event date updated. No patient involvement.